Event description:
Pt reported they received a pump error (B)(6) 2025, system time out and constant beeping. Pt was not able to navigate to any other screen. Pt was able to infuse privigen successfully via gravity. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: privigen sdv - 32mg. Privigen indication: common variable immunodeficiency, unspecified. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.